Manufacturer narrative:
The device was returned for analysis in a generic plastic bag. Visual and microscopic inspection revealed the imaging window was partially detached from the lapjoint section. Microscopic inspection revealed the distal housing of the transducer was complete and with no shattered pieces. A functional inspection of the device was performed and impedance testing showed a wave form with presence of transmission line but very weak transduce. Image characterization could not be performed due to the partial detachment. X-ray analysis was performed to further characterize the electrical failure but no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 02dec2020. It was reported that visualization issues occurred. During a procedure involving a opticross hd imaging catheter, the image disappeared. The device was removed and the procedure completed with another of the same device. No patient injury occurred. However, device analysis revealed a partial detachment.